Event description:
Post operative open heart pt pump displayed "internal error" when nurse entering vasodilator drugs for pt, blood pressure to 150's, drips re-entered to 2nd imed pump. Mac switch replaced. Work order from 10/5/98 lists: clean and inspect all external surfaces. Check for proper performance. Examine cables, power cords and operation. Verify correct operation of all controls, displays, indicator lights, and alarms. Perform electrical safety inspection. Completion comments: replaced macs. Unit functions properly. Work order lists from 8/24/98 lists: clean and inspect all external surfaces. Check for proper performance. Examine cables, power cords and operation. Verify correct operation of all controls, displays, indicator lights, and alarms. Perform electrical safety inspection. Completion comments: batteries were changed on 7-98. Battery charge is at 1.0737 ah. The only error in the error log is a 101 that occured on 8-2-98. Channel a settings: amount-50 mg, diluent- 500 ml, rate- 17.1 ml/hr, volume to be infused- 39.3 ml, dose- 28.5 mcg/min. Channel b settings: amount- 50 mg, diluent- 500 ml, weight- 81 kg, time- min, rate- 10.0 ml/hr, volume to be infused- 386.5 ml, dose- 0.21 mcg/kg/min. Channel c settings: amount- 100 mg, diluent- 250 ml, weight- 81 kg, rate- 5.0 ml/hr, volume to be infused- 212.9 ml, dose- 0.41 mcg/kg/min. Channel d settings- amount- 50 mg, diluent- 500 ml, weight- 81 kg, rate- 2.0 ml/hr, volume to be infused- 104.7 ml, dose- 0.04 mcg/kg/min.